Manufacturer narrative:
Additional information was received that there was no device issue and no further course of action will be taken.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.